Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal pancreatectomy, for the first firing, when the product was approached to the tissue, the jaws were closed and the screen was checked. When handle was squeezed, a cartridge's indication showing "0" (white character) appeared and it could not be fired. The product was taken to unclean field and it was checked. When the cartridge was removed and reconnected, all turned to green. A new handle, adapter and cartridge were taken out and used. There was no patient injury.